Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation, the monitor receptacle was pulled from the case, damaging the wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was intermittently unable to complete essential performance testing.